Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause for thinning stroma, halos and glare could not be identified conclusively. Corneal haze and irritation/ocular discomfort are known side effects of refractive laser surgery, there is no indication the product malfunctioned. The manufacturer internal reference number is: 2019-92137.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with peripheral corneal haze and scarring, thinning of the stroma, halos, glare and gritty discomfort one week following photo refractive keratectomy of the right eye. The topical steroids were increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.